Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h10). It is likely an endotherapy accessory or the metal part of a cleaning brush touched the biopsy channel port when the user inserted/withdrew the product. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned an olympus loaner device, bronchofiberscope, to the olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the forceps channel port was shaved. This report is being submitted for the malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to shaved forceps channel port, service found scratches on the objective lens, universal cord, electrical contact of the eyepiece, and the grip. Deformation of the venting connector under grip. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, a definitive root cause cannot be identified. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the detection method is described in the instruction manual bronchofiberscope bf-e2 series chapter 3 preparation and inspection. Olympus will continue to monitor the field performance of this device.